Event description:
The patient reported that he is "having keypad issues." As the issues are unknown this complaint is being reported. Animas has attempted to reach the patient but has not yet been successful. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding to button presses and did click back and spring back normally. There was no evidence of keypad contamination found under the key contacts. The reported unresponsive keypad was not able to be duplicated.